Event description:
It was reported that a patient underwent a surgical procedure for removal of cancer on (B)(6) 2015 and suture was used. Approximately 7 days following the procedure, the patient underwent a second procedure to remove more cancer and to remove the suture. A dehiscence was noted after removal of the suture. The pathology returned with heavy gross of staph a. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional office contact: (B)(4).